Event description:
It was reported that the patient experienced underdose symptoms, including a slow loss of therapy effectiveness. No sudden withdrawal was reported. The healthcare provider (hcp) was unable to aspirate cerebrospinal fluid (csf) through the catheter access port (cap). A partial explant of the catheter was done on (B)(6) 2014. The catheter was twisted in the pump pocket and the hcp was unable to aspirate csf. He trimmed excess catheter in the pocket to where it was twisted, removed the pump segment and then added a pump segment from the revision kit. The spinal segment remained intact. Csf flow was confirmed by the hcp via the cap, after hooking up the pump segment to the existing pump and again after the suturing of the pump to the pocket. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿ the device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion. (B)(4)